Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pst observed upon arrival of the roller pump that the occlusion was high, and it was difficult to load the 1/4-inch tubing. The pump was run without changing occlusion and after 30 minutes no disruptions were observed. The pump jam tests yielded the expected result. The pst inspected the printed circuit board (pcb) and the cabling inside the pump with no obvious defects. It was determined that the roller pump met specification.

Manufacturer narrative:
Udpated block: h6. The service repair technician (srt) could not duplicate the reported complaint. The roller pump ran with test tubing for over 90 minutes on pulse mode with no observed issues. The pump was checked for loose connections, and none were found. The srt replaced the pump module as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint through log analysis. He replaced the pump and performed release testing. The unit operated to the manufacturer's specification.

Event description:
It was reported that the roller pump displayed 'motor error ' messages. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.